Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported plastic casing damage. The evaluation found the device's wireless connection capabilities inoperable. It was paired with a known good spectrum pump, which found that the device's wireless connection capabilities are inoperable due to a check battery. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retired from service. (B)(4).

Event description:
It was reported that a spectrum wireless battery module had damage on the plastic casing. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The initial manufacturer report stated "baxter received and evaluated the device. The device was found out of specification in relation to the reported plastic casing damage. The evaluation found the device's wireless connection capabilities inoperable. It was paired with a known good spectrum pump, which found that the device's wireless connection capabilities are inoperable due to a check battery. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retired from service." Further review of the device evaluation found heat damage to the front and rear case (internal and external) due to the fluid intrusion on the radio printed circuit board (pcb).